Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the customer had issues getting universal surgical manipulator (usm) 3 to engage with the cannula. The customer did not have the same issue with the other usms. The customer also mentioned that the issue occurred when the patient was in the reverse trendelenburg. There were no associated errors in the system logs. The procedure was reportedly being completed as planned, with no reports of patient injury. How the issue was resolved was not specified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion assemblies were inspected, but no faults could be identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. Arm 3 was used for the procedure. Please refer to section a for patient information.

Event description:
Refer to h11 for follow-up information.